Event description:
The hospital reported that during an endoscopic vein harvesting procedure, insufficient light was passing through the endoscope and visualization was extremely poor. Three minutes into the tunneling and sealing of the vessel branches for the vein, the images displayed on the screen had 90% shadowing. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The endoscope was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities which may have contributed to the reported event. A light cable was attached to the illumination port on the endoscope and viewed on a monitor; visualization was clear and no non-conformities were found during the functional testing. Based upon the eval results, the reported complaint could not be confirmed. (B)(4).